Event description:
It was reported that a patient has returned to the or three weeks post op of a gastric bypass procedure with a leak in the gastric pouch.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information provided: rep reported first operation was (B)(6) 2021. Leak was at top of gastro jajunostomy. On reop used 8 gst60g's with buttress. Plee60a. Oversewed with endostitch 2.0 polysorb. Ech60r wasn't sticking on cartridge side. Additional information was requested and the following was provided: does the surgeon believe that the buttressing material caused or contributed to the leak? Why or why not? No, well because when they brought the patient back the anterior portion of the jejunostomy was where the leak was. Was a leak test performed? If so, what type and what was the result? Yes and that's why they brought them back. Unknown what type. Was the staple line visualized endoscopically during the initial surgical procedure? Yes. How many days postoperative did the leak occur? Unknown for sure, but leak was identified through the testing 3 weeks when they did the revision. How was the leak identified? During the revision. What was observed at the site of the leak upon reoperation? They were able to see where the leak was. How was the leak addressed? They ended up using a green staple load with buttressing. Please describe what was done during the reoperation that required the use of 8 cartridges. Unknown. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.